Event description:
It was reported that during a pubovaginal sling procedure, the doctor inadvertently perforated the pt's bladder. The procedure was completed without any further complications and the foley catheter was left in place for 24 hours following the procedure to allow bladder to self-seal. There was no add'l medical or surgical intervention required. Pt with no previous surgeries.